Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was receiving a battery out limit for a couple of weeks and now has a blank screen and was giving a humming tone. The customer hit the insulin pump and it reset. Troubleshooting was performed. The customer was advised to discontinue insulin pump therapy and return the insulin pump. The customer's blood glucose is 200 mg/dl.